Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with abdominal pain. A computed tomography (CT) showed the patient had aneurysm sac growth and a type 3b endoleak. The physician elected to reline the patient with an additional bifurcated stent. During the secondary procedure the physician identified a potential type 1b endoleak from the left iliac artery. The physician elected to implant an ovation limb extension to seal the endoleak. The patient was reported as well following the secondary procedure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3b endoleak and a type 1b endoleak. Due to minimal patient medical information, the clinical assessment was not able to confirm the aneurysm sac growth. The most likely cause of the type 3b endoleak was the use of strata material. The most likely cause of the type 1b endoleak was the suboptimal placement of the main body stent within an aneurysmal iliac sac. The procedure-related harms and final patient disposition could not be ascertained due to lack of medical information surrounding the repair event. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.